Event description:
It was reported that the patient's right atrial (ra) lead was found to be dislodged after valve replacement surgery. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429678 lead, implanted (B)(6) 2014; 694765 lead, implanted (B)(6) 2010. (B)(4).